Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 08, 2023. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: nov 08, 2023. Sampling from: distal end. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: staphylocoques à coagulase négative. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated and the bending rubber is overstretched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event is preventable by handling the device in accordance with the following instructions for use: reprocessing manual_ precleaning_ flush the air/water channel with water and air. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive after 48 hours after sampling at 30 degrees celsius for 78 colony forming units (cfus) on (B)(6) 2023; of which, the distal end teste positive for 7 cfus. The device was retested on (B)(6) 2023, and tested positive for 8 cfus colony forming units (cfus) of microbes in total after 48 hours 30 degrees celsius. 3 cfus were in the distal end, 4 cfus in the suction channel and 1 cfu in the air/water canal. The device was retested after 4 days at 30 degrees celsius and tested positive for 16 cfus in total. The distal end tested positive for 10 cfus, of which 7 cfus were chaetomium globosum. The suction channel tested positive for 4 cfu of microbes. The air/water canal tested positive for 1 cfus and 1 cfu was alternaria. Alternata. The device was retested after 6 days at 30 degrees celsius, and the distal end tested positive for 10 cfus of which 7 cfus were chaetomium globosum. The suction channel tested positive for 4 cfu of microbes. The air/water canal tested positive for 2 cfus and 1 cfu was alternaria. Alternata. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer reported that the device was last used on (B)(6) 2023. The device was last disinfected twice on (B)(6) 2023. The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Per french standards, ¿prior to any maintenance, the endoscope was cleaned and disinfected according to the recommendations in force, unless this treatment was made impossible by its condition (for example a leak observed at the time of the leak test) requiring the endoscope to be reported as soiled and potentially contaminating¿ . The customer provided the cleaning, disinfection, and sterilization process stating there was no suspected patient infection and no deviations in reprocessing occurred. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times during aspiration. Aspiration was done with both the first and second position of the suction valve. The air/water and balloon channels were not flushed with water and air using the maj-1444 and maj-629.the air/water channel was not flushed with water and air using the mh-948. During manual cleaning, the device passed the leak test. The detergent used was anios. The instrument/suction channel, balloon channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and the single use soft brush(maj-1888). The distal end was not flushed with the maj-2319(distal end flushing adapter). The automated endoscope reprocessor (aer) used was a cantel 6-0699 free of defects with cantel detergent and rapicide pa disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was filtered water and the filter was replaced periodically in accordance with the instructions for use. The device was dried by aer and typhoon and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.